Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was in the emergency room with pump stoppage. The data log file was sent to the manufacturer for review, where two low speed and one pump stoppage events occurred. These events may be a result of a possible fault with the patient's system controller. The system controller was exchanged with another system controller. No reported patient side effects were noted.

Manufacturer narrative:
Device evaluation - the reported incident of low speed and pump stop events were confirmed with the manufacturer¿s evaluation of the log file from the returned system controller. On the reported event date, october 31, 2014, the pump speed dropped below the low speed limit of 8200 rpm to 4220 rpm and the power was recorded at 15.1 watts. The next event had the same timestamp and the pump speed dropped to 1800 rpm. The pump speed was then momentarily recorded at 0 rpm before returning to the fixed speed limit of 8600 rpm. The returned system controller was tested and the low speed and pump stop events were not able to be reproduced. The returned system controller operated as intended during analysis and no specific cause for the reported events was able to be determined. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.